Manufacturer narrative:
Pump error 63 alarm (variable info=9) confirmed in the pump history due to software error. No pump error 3, 19 or 43 alarms noted during testing. However, corroded motor assembly noted during visual inspection. Corroded electronic assembly noted during visual inspection.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple pump errors. Blood glucose at the time of the incident was unknown. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.